Event description:
(B)(6) 2017 and onward , chronic inflammation leading to rapid bone loss, chronic nerve pain, rapid spine, disc and jaw bone pain degeneration and arthritis, knee pain inflammation , chronic migraines, brain functioning issues, miscarriage, blacking out, lethargy, speech impairment issues, chronic bleeding with large blood clots and high blood loss, chronic pain in implantation area with hot/cold sensations, swelled and enlarged sensitive breasts, sweating profusely no matter the temperature, auditory and light sensitivity, surgery required to remove- loss of body parts.